Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria.

Event description:
A certified ophthalmic assistant (coa) reported a bilateral case of diffuse lamellar keratitis (dlk) post lasik procedure. Reporter indicated the left eye was faint and superior nasal. Topical steroid dosage was indicated as increased, and dlk resolved a couple days later. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications.the root cause could not be determined conclusively. The contributing factors of dlk could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).